Event description:
Hr monitoring inaccuracy: system does not alarm reliably when thresholds are met or exceeded, resulting in the highest risk of clinical impact. Pt was transferred to the hospital 911 for chest pain. Exercise monitor strips were reviewed after the pt was transferred. Monitoring system did not accurately register the pt's correct hr during exercise. Therefore, the alarm system did not correctly alert staff that the pt was exceeding the prescribed target hr for exercise. Tower "crash" results in pt data loss (EKG tracing for that visit encounter), resulting in potential billing compliance issue as no documentation exists to support the rendering of service. Pt f/u: medical record d/c summary indicates final diagnosis of unstable angina, cad. Pt underwent successful pci of the distal l anterior descending coronary artery on (B)(6). Pt dc in stable condition (B)(6) 2017. Troponin (-) x 3. From medical record review, no pt harm resulted from potential equipment malfunction.